Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction of devices resulted in the reported difficulty to remove. Manipulation of the device ultimately resulted in the reported material separation. The graftmaster covered stent referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was an anterior cervical discectomy and fusion (acdf) with a perforation that occurred in the vertebral artery. The 2.8x26 mm graftmaster covered stent could not be advanced to the desired area with the use of the balance middleweight universal guide wire. When attempting to pull the graftmaster back into the sheath, there was difficulty and stent dislodged off of the delivery system. The guide wire also separated and the separated portion was removed with the stent delivery system. The dislodged graftmaster was removed via cut down procedure. A new guide wire and a non-abbott stent were used to seal the perforation. There were no reported adverse patient sequela. No additional information was provided.